Event description:
On 7/jan/2026 during follow-up for file (B)(4), (B)(6) became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) pulled out his pd catheter (not a (B)(6) product) on (B)(6) 2026. Follow-up with the patient¿s point-of-contact (poc) revealed the patient was only able to complete 1-2 ccpd exchanges per day ((B)(6) 2025) due to constant pd catheter issues. The poc reported the patient became confused and uremic due to the lack of dialysis, and the only resolution offered was laxatives ((B)(6) 2025 through (B)(6) 2026). The poc stated the patient¿s lack of adequate dialysis for a prolonged period of time led to confusion and ultimately the patient pulling out his pd catheter (did not occur during ccpd therapy). The patient was hospitalized the same day, his abdomen was surgically repaired, and a permanent hemodialysis (hd) catheter was placed. The patient transitioned to hd without any reported issues and was discharged in stable condition on (B)(6) 2026. The poc attributed causality to the delay in addressing the patient¿s pd catheter issues. Per the poc, the serious adverse events were not caused by any (B)(6) product(s) and/or device(s) deficiency or malfunction. The patient was discharged home to his mother¿s residence and is going to the outpatient dialysis clinic for hd. Based on the available information, the patient¿s liberty select cycler can be disassociated from having a causal or contributory role in the adverse events experienced by the patient. The patient was not actively undergoing ccpd therapy when the events occurred, nor was there any allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a (B)(6) device(s) and/or product(s) occurred warranting further investigation. The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).